Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pumps motor was not working. Customer stated that sometimes they tried to give themselves bolus and it takes up to 1 hour for it to be deliver. Customer stated that they took insulin of 5.4 units at 8.00 am and by 11.00 am they still had 1.2 units of active insulin left on board. It was found that active insulin time programmed inside the insulin pump was 4 hours. No harm requiring medical intervention was reported. The device will not be returned for analysis.